Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) and device damaged by another appear to be due to patient morphology/pathology and user technique/procedural circumstances. The mr was likely due to the slda. It should be noted that while there was no change in mitral regurgitation (mr), the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced in this report is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a previously implanted annuloplasty ring. The first clip (70125u269) was implanted on the leaflets, and also had grasped some of the annuloplasty ring. The second clip delivery system (cds) was advanced to the mitral valve, but disrupted the annuloplasty ring which caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second mitraclip grasped both leaflets but it was decided to release the grasp because the mean gradient pressure increased with the grasp. The mean gradient pressure returned to baseline when the grasp was released. No further clips were attempted, and the mr remained at 4. No additional information was provided.